Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A review of the photo showed the blue pull ring cap not positioned on the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap (pull ring) of the homechoice casette ¿fell off¿ after opening the pouch. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.